Manufacturer narrative:
Summary: discrepant positive d(rh1) antigen typing results for one patient sample identified. The assignable cause could not be determined. No general product failure is identified. A biased result was not reported to a physician. The patient was not harmed. Details: customer indicated that a 2+ reaction was seen on the anti-d microwell using an mts abd monoclonal and reverse card on the vision analyzer. Due to customer site procedures, the patient sample was retested using the same mts card type using manual method. In manual gel method, the patient sample produced a rhd negative result. Confirmation of patient type was performed using a reference laboratory (details not provided). Customer further tested the patient sample on the ortho vision analyzer using an alternate mts gel card type. Patient sample also resulted rhd positive when tested with an mts abd/abd gel card. Customer also replaced the mts diluent 2plus on the analyzer with a new bottle of the same lot. Patient sample continued to result positive for rhd in the mts abd monoclonal and reverse card. Daily qc testing had been performed and passed. Monthly maintenance of the instrument had been performed without issue on (B)(6) 2022. Customer was unable to provide any additional information regarding method utilized by reference facility. Images from the positive results obtained for testing performed on (B)(6) 2022 were provided and reviewed. Images confirm positive reaction for rhd antigen in anti-d microwell. No general product failure has been found. There is no indication that the mts gel card is not performing as intended as manual testing utilizing the same lot produced expected results. There is no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended.

Event description:
Mxp 2479542 windchill ra# (B)(4) customer contacted ortho technical solutions center on (B)(6) 2022 to report false positive reactions on ortho vision. No further details provided. On (B)(6) 2022, the customer called back to report that one patient sample produced false positive reactions in the anti-d microwells of the mts abd monoclonal and reverse card and mts abd/abd card when testing on their ortho vision ID mts analyzer. Customer site procedure is to repeat testing in manual gel using the same card lot when no patient history is available. In manual gel, the patient sample tested rhd negative. Patient sample sent to reference lab for confirmation of rh typing. Complainant/complaint reporter: (B)(6) - medical technologist; telephone: (B)(6) ;email: (B)(6), site: cust# (B)(4), (B)(6), date of event: (B)(6) 2022, reported on: (B)(6) 2022 by the customer to ortho care helpdesk. Reagents: mts abd/rev card lot# 062122037-02 exp 22-march-2022 mts abd/abd card lot# 050522053-06 exp 21-march-2023; mts diluent 2plus lot# mpd214 exp 01-april-2023. Ortho vision ID-mts 50002809 (install date: 29mar2018) patient information: patient had no historical blood type available. No further data provided.